Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during initial testing. However, after disassembling the device to determine root cause, the report was no longer seen. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.